Manufacturer narrative:
The micro-switch in the rotational locking mechanism was mis-manufactured. A new wiring harness was installed to resolve the issue. Internal CAPA issued.

Event description:
Service engineer is repairing the rotational locking mechanism on the ort200 table. Observed during routine qa. No patient involvement.